Manufacturer narrative:
Product event summary - the full lead was returned and analyzed. Analysis was performed and no anomalies were found. The helix of the lead was extrinsically bent and distorted due to pulling/stretching/overstress. Visual summary analysis of the lead indicated damage at implant.

Event description:
It was reported that during the implant attempt, there was resistance when slitting the sheath and the lead dislodged. The lead and sheath were not used and were replaced with a new sheath and new lead that was implanted. No patient complications have been reported as a result of this event.